Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 42 mg/dl. Customer treated their low blood glucose levels with tablets. Customer had a lost sensor alarm and troubleshooting was performed. Customer received a new transmitter and was helped in getting it reprogramed properly.